Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on the atrial lead during in clinic testing. No patient symptoms were reported. The lead was successfully explanted and replaced on (B)(6) 2015.